Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was explanted and replaced due to dislodgement. The dislodgement was confirmed by x-ray. Lead repositioning was attempted and was unsuccessful as the helix failed to retract. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Helix could be retracted and extended after cleaning. Analysis was normal. No anomalies were found.